Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the bearings.

Event description:
Customer stated that the device overheated during a procedure. The procedure was completed successfully with minimal delay. There were no adverse consequences alleged with the event.